Event description:
Related manufacturer reference number: 2017865-2024-01892. It was reported that the patient presented with a right ventricular (rv) lead that failed to capture. The rv lead was explanted and replaced. During the replacement procedure, the replacement rv lead was dislodged when the patient aggressively cough. When the physician attempted to retract the helix, it cannot be retracted. Another lead was used to complete the procedure. The patient was stable.